Event description:
A user facility reported a blood leak at the cardioplegia port that occurred after 30 minutes from extracorporeal membrane oxygenation support start. The physician exchanged the circuit to a new kit of the same batch resulting in no further leak. Photographic evidence showed what appeared to be dried blood surrounding, and inferior, to the cardioplegia port. There was no indication of resulting patient injury. The complaint sample was discarded onsite and unavailable for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: b5, d4. Plant investigation: non-conformity was not observed during the manufacturing process. No other complaints have been reported for this batch number. The complaint sample was not available for evaluation. Due to 100% leak testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, no other complaints regarding this issue were reported regarding this batch number; therefore, a retention sample analysis is not done. This product batch is included in a field safety notice due to possible leakage at the recirculation port for which a CAPA was implemented that addressed a specific test procedure during the priming process.

Event description:
A user facility reported a blood leak at the cardioplegia port that occurred after 30 minutes from extracorporeal membrane oxygenation support start. The physician exchanged the circuit to a new kit of the same batch resulting in no further leak. Photographic evidence showed what appeared to be dried blood surrounding, and inferior, to the cardioplegia port. The complaint sample was discarded onsite and unavailable for product investigation. Upon follow-up, it was confirmed that there was no resulting serious injury or adverse event.